Manufacturer narrative:
The technician replaced the casters supports and the main bearing to repair the bed.

Event description:
Information received indicates the brake is not holding. The casters lock but continue to swivel from side to side.